Event description:
In 2008, the physician intended to surgically place a conduit into the patient's right common iliac artery to obtain access for endovascular repair. However, the conduit was surgically placed into the patient's right external iliac artery. When a 24 fr gore introducer sheath with silicone pinch valve was advanced through the conduit, the conduit and the pt's right external iliac artery tore. The pt had significant blood loss and a blood transfusion was administered. It was reported that the pt's right external iliac artery was repaired, a second conduit was surgically placed into the pt's right common iliac artery, and that the procedure continued without further complications.